Event description:
It was reported the programmer intermittently does not boot up, and the paper does not run. It was previously reported an error was displayed that programmer was overheated. The programmer was returned for repair and upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of a printer error. The battery was found to be out of electrical specification. Several errors were also detected, and a defective printed circuit board was confirmed. (B)(4).